Event description:
Additional information later received indicated that the pump was replaced and post implant patient outcome was noted as "no issues".

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. There were multiple motor stalls including one that lasted more than 48 hours. The last stall did not recover. The cause of the stall was undetermined. It was noted there was motor stall/tube set/recovery per telemetry strip. The patient experienced withdrawal. The patient's symptoms were sweating and nausea. The patient is taking orals to bridge the gap. The pump was stopped and the plan was to replace it on (B)(6) 2012. The drug in the pump was morphine.

Manufacturer narrative:
Analysis of the received pump revealed motor corrosion and gear train anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8711 lot# j11196r10 implanted:2002-(B)(6) explanted:unknown.